Event description:
It was reported that during the middle cerebral artery (mca) m1 stenosis case, physician prepared to use the subject balloon catheter. During inflation of the balloon of the subject balloon was found leaking. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
The device is not available to the manufacturer.

Manufacturer narrative:
D4: expiration date - added. D9: product available to stryker ¿ updated. D9: returned to manufacturer on ¿updated. H3: summary attached - updated. H3: device evaluated by mfg ¿updated. H4: manufacturing date- added due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During the visual inspection: the balloon catheter shaft was found to be damaged inside the hub. There was no visible damages noted to the balloon.    Functional inspection: the balloon leaked functional test was unable to perform the test as the balloon could not be inflated due to hub leakage. Flush media exited the through lumen port of the hub  during the attempt to inflate the balloon. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported balloon failed to inflate was confirmed during the analysis. The balloon leaked during use could not be confirmed during analysis. The analysis results are consistent with the reported event. The device did not meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that the operator prepared to use balloon to dilate. Delivered the balloon under the guiding of micro guidewire and when using pressure pump to inflate the balloon, the balloon was found leaked. Additional information states that the device was not inflated over nominal pressure or excessive pressure used, the balloon able to be successfully inflated during preparation and there was no leakage noted during preparation. The device was returned and there was a hole/cut noted to the balloon catheter within the inflation port of the hub, which caused leakage during the attempt to inflate the balloon. It is likely that this leakage was reported as balloon leakage. Based on recent investigations in collaboration with the sales and marketing team, it is probable that this damage to the balloon catheter damage occurred through use of a needle during preparation of the device. An assignable cause of user error will be assigned to the analyzed 'catheter shaft leaked during use', 'balloon catheter damage' , as the issue investigation confirms that there was an act or omission of an act that resulted in a different medical product response than intended by the manufacturer and/or expected by the user. The balloon was not noted to be leaking during analysis as the balloon was unable to be inflated due top the intraluminal leak. It is probable that the intraluminal leak was reported to be a balloon leak, therefore an assignable cause of not confirmed will be assigned to the reported 'balloon leaked during use'.

Event description:
It was reported that during the middle cerebral artery (mca) m1 stenosis case, physician prepared to use the subject balloon catheter. During inflation of the balloon of the subject balloon was found leaking. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.